Event description:
It was reported that the patient had been admitted to the intensive care unit within the last 24-28 hours in sepsis. Patient was in serious condition with low blood pressure. Caller wanted information about getting the pump checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)